Manufacturer narrative:
The reported complaint of defective pcu keypads was confirmed. Test results identified 1 out of 2 returned keypads failing to power on. However, all other soft keys were observed to be functioning as intended. One keypad (s/n (B)(4)) tested good with no faults identified. An internal inspection was performed on all returned keypads. Each layer of the front case was removed and inspected for anomalies. Keypad s/n (B)(4) was observed with trace damage and fluid contamination. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Bd recommends during the cleaning process do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. The proximate cause of the customer¿s experience with keypad failures is suspected associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 22mar2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 15sep2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. P/n tc10012515: a qn database search was performed on the 2 returned front case with keypad assemblies p/n tc10012515. There are 9 quality notifications opened for p/n tc10012515; however there were no quality notifications related to this complaint. Only the front case w/ keypad assembly was returned.

Event description:
It was reported that there were defective pcu (8015) keypads. The issues were noted prior to patient use.